Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad button symbols were found to be worn; however, no damage was observed to the keypad cover. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).